Manufacturer narrative:
Pump received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have cracks on display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.